Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) was attempted. The 31mm did not meet release criteria, and the physician downsized the closure device to 24mm. The 24mm watchman flx laa closure device was then released into the laa. Final effusion sweep was performed, which identified a trace pericardial effusion near the right and left ventricle that was not present at baseline. The patient was monitored for 30 minutes, but the pericardial effusion did not change. The patient was sent to the cardiac care unit (ccu). Transthoracic echocardiogram (tte) was performed, and the pericardial effusion looked large according to the physician. Four hours post procedure, the pericardial effusion was tapped. The patient was hospitalized following this event. The patient was discharged from the cardiothoracic unit (ctu) on (B)(6) 2024, and was discharged home on (B)(6) 2024. No further patient complications were reported.